Event description:
Allegedly, revisions were reported by the registry. Left knee. Primary total prosthetic replacement using cement. Wear of the polyethylene component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in foreign country.